Event description:
Mini-bag plus container ndc 00338-0553-18 from baxter healthcare corp. Nurses have reported repeated events of product failure. The nurses report that when removing the foil cover, the foil tears away from the blue cap leaving the blue cap inside the drug vial adaptor. This prevents connection of the drug vial to the drug vial adaptor. Lots identified include p195925 exp. 10/07.